Event description:
The customer reported that the child was hospitalized at the (B)(6) hospital in (B)(6) and therefore lowered during the days after the procedure and on the seventh day after the surgery during the probe placement, which was performed with 4 ml of abd, the balloon break inside the child¿s organism, so the family immediately communicated the customer. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 22-july-2019. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the affected component is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on (B)(6) 2019. One sample was received for the analysis. Visual and functional test were performed. Upon performing the leak test, a rupture in the balloon was observed. Therefore, the reported issue was confirmed. Since the affected component is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Event description:
The customer reported that the child was hospitalized at the children¿s hospital in belo horizonte and therefore lowered during the days after the procedure and on the seventh day after the surgery the patient was hospitalized for the probe placement, which was performed with 4 ml of abd, the balloon break inside the child¿s organism, so the family immediately communicated the customer. Additional information was received and stated that balloon broke with a clean tear (no fragmented pieces).

Manufacturer narrative:
Section b5 has been updated to include additional information.